Event description:
The pt was admitted to the hosp with acute coronary syndrome. Selective coronary angiography demonstrated an 80% tubular stenosis in the left circumflex coronary artery (lcx). It was planned to treat it with a drug-eluting stent after pre-dilatation. The dr attempted to insert the endeavor sprint drug eluting stent into the lcx but failed to cross the proximal part of lcx. The dr tried to push and withdraw the stent, but failed. It was reported that the stent catheter did not move, even with forceful manipulation. Finally, the stent dislodged from the balloon catheter. There was no chest discomfort, nor any electrocardiographic changes during the procedure. The guiding catheter was in the aorta, the guide wire was in the middle part of the lcx, and the proximal part of the stent was in the aorta, the mid part was in the left main coronary artery and the distal part in the lcx. A new guide wire was inserted, crossed the unexpanded stent and placed the new guide wire in the distal lcx. Over this guide wire, a balloon was inserted into the proximal part of the stent in the aorta and inflated to 4 atm pressure. It was reported that after this inflation, the stent started moving. The stent was withdrawn into the aorta and the balloon was inflated to 20 atm pressure. The stent was moved to the femoral sheath. The pt was fully heparinised and underwent minor surgery for stent removal from the femoral artery. Pci was performed on the other side using an extra backup catheter. It was reported that the pt was treated successfully.

Manufacturer narrative:
(B)(4). Eval: method: (x-ray, fluoroscopy, ivus, CT MRI etc). Eval: results: (stent dislodgement), (pt lesion morphology; tortuous angulations between the lm and the lcx), (attempted removal of a damaged stent back into the guide catheter). Eval: conclusion: (pt lesion morphology; tortuous angulations between the lm and the lcx), (attempted removal of a damaged stent back into the guide catheter). Images: the dislodged stent is evident on the images in the article. The images appear to show a degree of damage to the middle of the stent. The images confirm the tubular lesion with 80% stenosis in the mid lcx. The lesion was pre-dilated. The angle of takeoff between the left main and the lcx appears to be severe.